Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2012-01808 / 01810 and 2014-07987).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 receiving a m2a hip system; subsequently patient underwent revision procedure on (B)(6) 2012. Patient's legal counsel reports patient alleges elevated metal ion levels and swelling as the reason for the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information provided in clinical data confirms both surgery dates for the right hip and that the revision procedure that was performed on (B)(6) 2012 was due to elevated metal ion levels. Additional information received also indicates that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure occurred on (B)(6) 2014 due to an unknown reason.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 receiving a m2a hip system; subsequently patient underwent revision procedure on (B)(6) 2012. Patient's legal counsel reports patient alleges elevated metal ion levels and swelling as the reason for the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01808 /01810).